Event description:
This is filed to report the clip entanglement and chordal rupture that occurred during use with the clip delivery system ((B)(4)), and the patient death that occurred one day post-procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted that due to challenging anatomy, there were visibility difficulties during the procedure. One mitraclip ((B)(4)) was implanted successfully and the mr was slightly reduced to 3-4. The second clip delivery system ((B)(4)) was advanced to the mitral valve leaflets; however, when the cds was advanced into the left ventricle, the clip became caught on the chordae. Troubleshooting maneuvers were performed, but the clip remained entangled in the chordae. The clip was pulled back to the mitral valve and deployed on the leaflets, with the chordae still entangled in the clip. A chordal rupture was observed and the mr returned to 4. The next cds ((B)(4)) was advanced to the mitral valve leaflets for treatment of the returned mr; however, the leaflets could not be grasped to the leaflet anatomy. The procedure was aborted and the mr remained at 4 with two mitraclips implanted. After the procedure, it was not possible to raise the patients oxygen saturations, and his blood pressure remained low. The patient died the next day due to cardiogenic shock. It is the physicians opinion that the mitraclip procedure, but not the device, contributed to the death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mitraclip system, steerable guide catheter, 1 implanted mitraclip ((B)(4)) the incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Potential causes for the clip getting caught in the chordae can include, but are not limited to, patient conditions such as anatomical morphology/pathology (such as challenging patient anatomy, resulting in increased tension on the device), user technique/procedural conditions (excessive tension on the device during the procedure or difficulties with visualization) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the clip getting caught in the chordae may be influenced by patient anatomical morphology, such as challenging anatomical conditions resulting in increased tension on the device, poor visualization during the procedure, unintended curves on the device or excessive curves applied to the device by the user. In this case, based on the information reviewed, it is likely that the clip interacted with the chordae due to the difficulties visualizing the clip as a result of the challenging patient anatomy. In this case, the reported interaction with the chordae (device entrapment) appears to be related to patient/procedural conditions. There does not appear to be any evidence of a product quality deficiency. The patient effects chordal rupture/entanglement, worsening mitral regurgitation (mr), hypotension and death, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Although a definitive cause for the adverse events reported post-procedure and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer stated that the patient underwent the mitraclip procedure with implantation of two clips and no improvement in the mr grade. The reported inability to improve the patients oxygen saturation and associated hypotension are not associated with the device, and are not indicative of a device deficiency or malfunction. These events were likely associated with the general anesthesia administered during the procedure. The subsequent death of the patient due to cardiogenic shock was due to the underlying disease and not reflective of a device deficiency or malfunction.